Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 19.0 diopter intraocular lens (iol) was explanted form a patient's right eye due to bad visual acuity and glares. The lens was replaced with a zcb00 21.5 diopter iol. There was incision enlargement, but there was no vitrectomy performed. Patient's current visual acuity is 20/20 and the patient is doing fine.